Event description:
It was reported left ventricular (lv) lead was dislodged. The lv lead explanted to resolve the event. The patient was in stable condition.

Event description:
Additional information was received that the dislodgement resulted in increased capture threshold and increased pacing impedance. The lv lead was explanted and replaced to resolve the event.

Manufacturer narrative:
The reported events were lead dislodgement, high capture thresholds and high pacing impedance. As received, a complete lead was returned in one piece. The s-curve height was measured within specification. The reported events of high capture thresholds and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.